Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The part numbers and lot numbers are unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
A revision surgery due to adjacent level disease was reported. It is reported some of the implants were explanted and additional implants were implanted to continue the fixation for adjacent level. The customer was unable to provide the part and/or lot numbers of the explanted devices.